Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was connected to an external pulse generator (epg), cardiac arrest occurred when the patient was moved to the operating table prior to starting the procedure. Moving of the temporary lead position and oversensing were observed as well as a slight damage in the cable. The cause of cardiac arrest, including if the epg was the cause or not, was unknown and the epg and patient cable were not completely excluded as a possible cause. The cardiac arrest lasted just few seconds as the level that the patient noticed the change, and the device operation of the epg returned normal during being operated by the medical engineer. Because the development of the symptom was temporary, the procedure was performed without taking actions for that and completed after pacemaker implantation procedure. The epg and patient cable were returned for servicing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: customer comment was not confirmed by 12 days aging test with a new battery. Unstable sensing was observed by functional test using console. The epg case was opened, cleaned and inspected. The pacing output, sensing sensitivity, rate and internal circuit were calibrated. No anomalies were found with functional test and performance test by test console. A service label was attached. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep received a report from the medical engineer (me) that the event that the pulse was lengthened occurred twice during the procedure. However, there was no detailed staff on site, and no one had seen the operating status of the temporary pacing system when the patient was in the cardiac arrest state. The me and the nurse also replied that they did not know the detailed situation, for example, whether oversensing occurred or someone contacted. Although it was unknown at all whether it was a human error, an electrical failure, or a malfunction of the temporary pacemaker, it was requested to inspect and confirm that there was no problem with the temporary pacemaker only. It was heard that the temporary pacing system was not used in the implantation of the medtronic pacemaker etc., but it was used in other procedures. There was no manufacturer and the information was received from the staff. In addition, the situation was that nobody understood the operating status of the temporary pacing system at that time. The me also told that the temporary pacemaker might have no problem and the inspected temporary pacemaker was received.